Event description:
It was reported via repair work order that there was no power to bed due to damaged power cord ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.